Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the surgeon side console (ssc) foot tray to correct the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint and performed the failure analysis. During failure analysis, visual inspection was performed and found no problem related to reported issue. Checked lighthouse/aperture and found nothing related to reported issue. Installed foot tray on an internal equipment, fixture, or tool (eft) system and foot tray functioned as designed. Exercised camera pedal with no noticeable sticking. Unable to replicate reported issue during system testing. Root cause not determined at this time.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported that several surgeons experienced issues with the camera pedal sticking after being pushed down. The pedal did not always return to its original position promptly, or it was slow to do so. The issue was identified with console #1. The procedure was completed with no reported injury.